Event description:
Pmt on (B)(6) 2012 was notified by the customer's pmt representative that the depth electrodes were not providing acceptable signals. Initial surgery date was (B)(6) 2012. A replacement surgery was conducted on (B)(6) 2012.

Manufacturer narrative:
Pmt engineers decontaminated the electrodes and visually inspected the electrodes. It was visually noted that the mini connector had separated from the tubing substrate. Using a multimeter, it was noted that continuity was observed between all twelve contacts on both of the depth electrodes. Removal of the mini connector sheathing noted that all wires were connected to each contact and no wire insulation was damaged. The mini connector separating from the depthalon substrate tubing was likely due to a tensile force on the depth electrode by pulling on the product lead or the connected interconnection cable. Pmt suggests in the depthalon instruction manual that a strain relief be used to prevent damage to the electrodes when a pulling force is applied to the leads.